Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a low battery and failed battery test from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he is going through 2-3 batteries a day. The customer stated that he received a low battery alert and the pump will go into suspension, indicating a no power in his battery. The customer was advised to monitor the pump and insert a new aaa alkaline battery. The customer will be sent a replacement battery cap. The customer was advised to call if the issue persists.